Event description:
The customer reported the ventilator alarmed and shut off during a facility generator check. The customer reported the device was in use on a patient and there was no patient harm. Review of the ventilator diagnostic history noted occurrences of when the ventilator had been operating on battery power and the battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. There was also a code in the diagnostic history indicating that when the ventilator was previously powered on it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. Upon evaluation, the manufacturers field service engineer reported the backup battery was depleted and would not recharge. The service engineer reported the battery date was 2008. The service engineer replaced the backup battery to address the finding and reported problem. Applicable final testing was completed and passed per operating specifications. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. User error caused and/or contributed to this reported problem. Proper care, maintenance and testing should be performed when using battery power sources.